Event description:
Download data from a (B)(6) female pt revealed several charge/discharge profile faults and a service code 102. Zoll customer support contacted the pt and issued her a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102, charge/discharge profile fault) was confirmed. Upon investigation high-voltage capacity c20 was broken free from the defibrillator board, which caused resistor r45 to be open. This resulted in the charge and discharge profile faults and the service code 102. The root cause for the fractured c20 capacitor could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. No adverse event resulted from the damaged c20 capacitor and open r45 resistor. The pt received a replacement monitor.